Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. The user reported that their cassette did not produce a control line. Confirmed that the user had performed the test procedure correctly. The test was purchased at rite aid.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080009 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080009 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report d1, "brand name"/d2, "type of device" - corrected from initial MDR g4, "premarket identification" - corrected from initial MDR g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h3 - device evaluated by manufacturer h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result. The user reported that their cassette did not produce a control line. Confirmed that the user had performed the test procedure correctly. The test was purchased at rite aid.